Event description:
It was reported that during preparation for a rotational atherectomy procedure, sheath damage occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous proximal-mid left anterior descending coronary artery. During platforming of the rotablator rotalink plus 1.50mm burr sheath damage was noted. The procedure was completed with another of the same device. No patient complications were reported. Patient's status was reported as "good".